Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin. Net on (B)(6) 2020 with a symptomatic transmission on their implantable cardiac monitor. However, a electrogram (egm) was not recorded for the event. A healthcare provider was later able to retrieve the egm via email from tech services. No intervention or solution was performed. Patient condition post-event was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the device was explanted on an unknown date. No patient condition after the procedure was reported.